Event description:
The customer called the philips call center to order a battery, stating only that 'the battery must be replaced.' The customer did not indicate why the battery had to be replaced and did not report a specific malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4).